Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5094408) on 20-may-2020. The most recent information was received on 07-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of rash ('rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criterion medically significant), amnesia ("memory loss") and skin infection ("infection in face"). At the time of the report, the rash, amnesia and skin infection outcome was unknown. The reporter considered amnesia, rash and skin infection to be related to essure. The reporter commented: the seriousness criterion ¿serious injury¿ was reported, but not specified or assigned to one of the events quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: new events : memory loss , infection in face were added.:adverse event nos were updated to rash. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.